Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated, the customer experienced hyperglycemia of 450 mg/dl over the last month, and he was unable to correct the issue by delivering insulin via the infusion device. He switched to his backup infusion device 1 week prior to the report, and his blood glucose normalized. He believes the infusion device was not delivering insulin correctly. The alleged product was requested for evaluation. No adverse event was reported.